Event description:
It was initially reported that the pt was taken to the emergency room after experiencing a grand mal seizure and was admitted after having another seizure while in the emergency room. The generator was found to be at end of service at that time. The generator was replaced and was returned to the MFR for eval. Product analysis is planned but has not been completed. Clinic notes were received indicating that the pt also had an increase in seizures a few months prior, unk if above or below baseline. The physician was in the process of adjusting medications. The pt has also been hospitalized in the past for psychiatric issue, unk if related to vns. Good faith attempts for more info have been unsuccessful to date.